Event description:
Customer called to report that he experienced multiple pod issues that resulted in him being admitted to the hospital in 2008 with dka and a blood glucose (bg) of 559 mg/dl. The user had tried to activate several pods on the day prior to the hospital admittance. They each alarmed when he tried to deliver a bolus. None of the pods in question had been kept.

Manufacturer narrative:
The actual device involved is unknown and will not be returned to the manufacturer for eval. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the use to check their blood glucose levels frequently, so that they can notice and read quickly and appropriately to any issues. It also suggest that the pt always carry extra supplies n case of emergency. This was identified as a reportable event during an ongoing review of the system.